Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 17 mmol/l; cause was due to cartridge alarm 20. Customer did not take any action to address bg level. Customer reverted to manual injections for insulin therapy.